Manufacturer narrative:
(B)(4). It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified left common femoral artery (lcfa) using the prelcose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 7f. Reportedly, an unknown device failure occurred with three proglide devices. Two additional proglide devices were placed using the preclose technique. The sheath was upsized to an 11f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. Hemostasis was successfully achieved in the right common femoral artery (rcfa) using the pre-placed sutures of two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.